Manufacturer narrative:
(B)(4). Review of lot f1723602, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a mynxgrip vascular closure device (vcd) was not inserted well in the femoral artery because the vessel was very tortuous. The vcd was being used in conjunction with an unspecified procedural sheath introducer for common femoral arterial closure following a carotid procedure. The sheath was not kinked/bent upon removal.

Manufacturer narrative:
Complaint conclusion: it was reported that a mynxgrip vascular closure device (vcd) was not inserted well in the femoral artery because the vessel was very tortuous. The vcd was being used in conjunction with an unspecified procedural sheath introducer for the common femoral arterial closure following a carotid procedure. The sheath was not kinked/bent upon removal. The product was not returned for analysis. Review of lot f1723602 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. However, procedural and/or patient factors, a torturous vessel and/or a damaged distal tip, could have contributed to the report event. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.